Event description:
It was reported while a patient had been wearing a pod their blood glucose level had rose to 325 mg/dl. In addition it was discovered that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. As treatment, the patient administered a bolus.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.